Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: walking difficulties with limping and pain, lameness, significant clicking when walking. Inequality in the length of the lower limbs with lengthening of the left lower limb. Decreased and painful range of motion, especially during flexion and internal rotation. Clinical subluxation during walking and stepping, with a low-pitched, audible noise, not suggestive of squeaking but of ceramic-on-ceramic rubbing. In the aftermath of the operation, an inequality in the length of lower limbs was noted. A 10mm heel pad was used. Impingement between fascia lata and greater trochanter. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). D10: unknown avenir press-fit stem 7. Unknown 36mm ceramic head, short neck. Unknown poly liner. G2: france. The customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left ceramic-on-poly total hip replacement. Subsequently, a leg length discrepancy of 2¿3 cm was noted on exam and imaging postop. The patient continued to be symptomatic with painful clicking in the hip, antalgic gait, and difficulty ambulating. A 10 mm shoe lift was prescribed, and an anti-inflammatory infiltration was provided, but no relief was achieved. Recent follow-ups noted ongoing leg length discrepancy with clinical subluxation while walking and a low-pitched audible noise. A revision of the left hip has been indicated but has not yet been completed. Follow-ups to gather additional information are currently in process.